Manufacturer narrative:
(B)(4). Batch # t5dn64. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more how the ¿did not fire the reload correctly"? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? If staples did deploy, what were their appearance (b-formation, irregular, legs straight)? If no, please explain. How was the device removed from the patient? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic cholecystectomy the stapler would not open after it was fired. It was locked on tissue and "did not fire the reload correctly" . The surgeon struggled to release the stapler from the patients tissue. Surgeon used a different kind of stapler to complete the procedure with no patient consequences reported.